Manufacturer narrative:
B5 updated with additional information received. H6. Device codes updated based on all available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported no resistance was felt during delivery of the pipeline. The doctor noted that the device was twisted in a medium segment and could not be retrieved because it was located in the distal ostium of the aneurysm. Deployment was continued further, but the device structure did not improve. Deformation of the middle segment of the pipeline was observed, "as if it had been compacted."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex with shield stent that failed to open. The patient was undergoing a procedure for flow diverter treatment of a c5 supraclinoid segment unruptured saccular aneurysm. The aneurysm max diameter was 6.2mm and the neck diameter was 2.7mm. Patient's vessel tortuosity was severe. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). During deployment, when more than 50% of the pipeline was deployed failure to open was observed at the distal end of the stent, and then also the middle segment failed to open. It was noted that the middle segment of the pipeline was positioned in a bend. The pipeline was resheathed more than 2 times. No other steps or devices were used to open the pipeline. It was resheathed and removed with the microcatheter. A replacement pipeline was then used instead to complete the procedure successfully. There was no harm or injury to the patient associated with this event. No additional medical or surgical intervention was required and the event did not lead to or prolong patient hospitalization.